Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial implant date - unknown day and month, 2011. Reported event was unable to be confirmed due to limited information received from the customer. X-ray reviewer stated: "a segmental proximal humeral replacement arthroplasty component is present with long humeral stem. The humeral head component appears grossly located on ap projection, i.e. Does not appear to be proximally migrated at the time of this radiograph. Poor image quality limits bone assessment. Cannot exclude granulomatous osteolysis of the glenoid and bone thinning or osteolysis of the mid humeral shaft laterally." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in the (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial procedure. Subsequently, the patient was revised due to proximal migration, impacting range of motion. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.